Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the biphasic pcb. Stryker replaced the biphasic pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device would not defibrillate. There was no patient involvement reported during the event.